Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21aug2019. The manufacturer¿s international service technician confirmed the reported issue. Confirmed failure of near end pressure sensor. The manufacturer¿s international service technician replaced the defective flow sensor and data acquisition to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported failure of flow sensor and acquisition board.